Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 052 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: a review of the black box shows evidence of cs-052-0000 alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Removed pump cover; no evidence of internal moisture was observed. No damage to the internal components or pcb was found. The complaint was confirmed in the pump history but not duplicated during testing.